Event description:
Procedure: lap gastric bypass. Reportedly, when the case was finished the patient was sent to recovery. During recovery a leak was observed and the patient was returned to surgery. It was reported that the staple line was observed to not have formed. At the time of this report the patient is stable no other information was provided.